Manufacturer narrative:
Device evaluated by MFR: the jetstream device xc-2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed kinks/buckling located 1cm from the tip and 17cm from the tip. The waste bag showed that the device was run in the body and there was approximately 300cc of blood in bag. The bag spike was broken. A test bag spike was used for testing purposes. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The devices tip did not activate which is evidence of the pinion gear spinning on the drive shaft.

Event description:
Reportable based on device analysis completed on 06jan2022. It was reported that the device was unable to activate. The target lesion was located in the superficial femoral artery popliteal. A 2.4mm jetstream xc was selected for use. After two minutes of run time, the device did not activate when the activator button was pressed. The device was removed and the connections were checked. All of the connections were good. There were no error messages or visible defects noted. The procedure was completed with drug-coated balloon (dcb) angioplasty. There were no patient complications. However, device analysis revealed the blades did not spin.